Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: fluoroscopic cine loops of the pre-balloon dilatation and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. Moderate to severe paravalvular leak (pvl) can be seen in the implanted valve, the valve frame is still very under-expanded. The post-balloon dilatation seems to have fixed the problem of under-expansion but not the moderate/severe pvl. The implant team decides to implant a non-medtronic valve which fixes the pvl. The evolut IFU lists the occurrence of pvl as potential adverse event: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; under-expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. According to the images provided, certainly no mal-sizing took place. The native valve also seems to have been pre-dilated sufficiently, as well as the evolut frame during the post-balloon dilatation. A clear increase in expansion can be seen. The most likely cause for the pvl can be seen in the challenging aortic root anatomy with reportedly calcified native valve. No adverse patient effects were reported. Corrected data: d4 - serial number corrected from (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severe aortic regurgitation was both central aortic and paravalvular leak (pvl).

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with a calcified native valve, a preimplant balloon dilatation was performed with a 20 millimeter (mm) non-medtronic balloon (osypka vacs iii). After the valve was implanted, severe aortic regurgitation (ar) was observed. The physician decided to post dilate with the same 20 mm balloon which did not resolve the ar. Subsequently, a second non-medtronic valve (sapien s3 ultra 23 mm) was implanted valve-in-valve.